Event description:
The customer reported to olympus that during the in-service provided by endoscopy support specialist (ess) at customer site, a pre-cleaning step of the duodenovideoscope was discovered not implemented by the staff. It was discovered that the staff was not implementing the pre-cleaning step of raising and lowering the elevator during aspiration while depressing the suction valve. The issue was found during maintenance of the subject device. There were no reports of patient harm.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) conducted an in-service with a staff member on the subject device in the procedure room at user facility. Ess explained the importance of pre-cleaning step of the elevator in the procedure room at point of use. Ess went through entire ontrack reprocessing in-service for the subject device. Also reviewed ontrack form with focus on the highlighted areas to emphasize the action of moving the elevator. The customer had provided information on cleaning, disinfection and sterilization (cds) performed at customer site. The device was inspected before usage. There was no delay in the start of precleaning. The customer aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer had wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer had brushed the instrument channel, instrument channel port, and suction cylinder. Customer did not have any other concerns about the reprocessing. There was no product returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, a definitive root cause of the facility staff improperly performing device precleaning, could not be determined, however, the issue was likely the result of a difference in understanding of equipment handling and reprocessing procedures between olympus' recommendations and the facility. The olympus endoscopy support specialist (ess) provided the staff an in-service training on proper reprocessing steps in accordance with the IFU, with focus on the highlighted areas to emphasize the action of moving the elevator. The event can be prevented by following the instructions for use sections below: tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.